Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("dislocation of essure coils") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery and multiparous. On (B)(6) 2009, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("metallic taste in mouth"), toothache ("tooth pain"), visual impairment ("vision problems"), rash ("rashes"), depression ("depression") with anxiety and hysterectomy ("scarring on her abdomen"). On (B)(6) 2016, the patient was treated with hysterectomy and she experienced procedural pain ("following the surgery she suffered a painful post-operative recovery") and scarring on her abdomen. Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal discharge, alopecia, fatigue, dysgeusia, toothache, visual impairment, rash, depression, procedural pain and hysterectomy was resolving. The reporter considered device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal discharge, alopecia, fatigue, dysgeusia, toothache, visual impairment, rash, depression, procedural pain and hysterectomy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was confirmed complete tubal occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2017: internal correction: company causality comment amended: the sentence "in this particular case, the exact date and mechanism of the device breakage are unknown as it was diagnosed later. However, based on the nature of this event, it was also assessed as related to essure use" was deleted as there is no device breakage reported. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and dislocation of essure coils and abnormal bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 6 years and 8 months after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the event dislocation of essure coils was considered related to essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("dislocation of essure coils, migration of essure device location of device: essure coils not visible,/ migration"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic cyst ("hermorrhegic cyst") in a 40-year-old female patient who had essure (batch no. 20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, multiparous, c-section and fibroidectomy. Previously administered products included for birth control: ortho novum in 2006. Concurrent conditions included bee sting, nickel sensitivity, hypertension since 2016, neck pain since 2005 and sleep apnea since 2007. Concomitant products included medroxyprogesterone acetate (depo progevera) from 2006 to 2009 for birth control as well as fluoxetine hydrochloride (prozac) from 2010 to 2011, hydrocodone since 2009, nortriptyline hydrochloride (nortriptylin) since 2007, suboxone from 2005 to 2010, trazodone since 2007, venlafaxine since 2007 and zolpidem tartrate (ambien) since 2007. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), migraine ("migraines"), hormone level abnormal ("hormonal changes"), vision blurred ("blurry vision") and headache ("headaches"). On (B)(6) 2009, the patient experienced vaginal discharge ("abnormal vaginal discharge"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), rash ("rashes"), skin disorder ("skin conditions") and gingival bleeding ("gum bleed"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes / ") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced procedural pain ("following the surgery she suffered a painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), toothache ("tooth pain"), visual impairment ("vision problems"), depression ("depression") with anxiety, scar ("scarring on her abdomen"), abdominal distension ("bloating"), weight increased ("weight gain"), weight decreased ("weight loss"), musculoskeletal chest pain ("rib cage area pain"), gingival pain ("gum hurt"), urticaria ("hives"), rash papular ("red bump on scalp, face, chest"), insomnia ("insomnia") and stress ("stress"). The patient was treated with surgery (on (B)(6) 2016 a hysterectomy was performed.) And surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, haemorrhagic cyst, vaginal haemorrhage, fibromyalgia, bladder disorder, urinary tract disorder, hormone level abnormal, skin disorder, gastrooesophageal reflux disease, abdominal distension, musculoskeletal chest pain, gingival pain, gingival bleeding, urticaria, rash papular, insomnia and stress outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal discharge, alopecia, fatigue, dysgeusia, toothache, visual impairment, rash, depression, procedural pain, scar, weight increased, weight decreased and headache was resolving and the vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, gingival pain, haemorrhagic cyst, headache, hormone level abnormal, insomnia, menorrhagia, migraine, musculoskeletal chest pain, procedural pain, rash, rash papular, scar, skin disorder, stress, toothache, urinary tract disorder, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: when deployed, there were the following number of coils visible in the uterine cavity: on the left, there was one coil visualized and for the right, no coils were visualized in the uterine cavity. The patient tolerated the procedure well and the hysteroscope was removed from the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed complete tubal occlusion. Us pelvis female transabdominal impression: fibroid uterus. Normal ovaries. The previous hemorrhagic left ovarian follicle has resolved. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, hormone imbalance and menorrhagia and abnormal uterine bleeding extracted from medical records. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, concomitant condition and concomitant drug added, event added as abdominal pain, gum hurt, gum bleed, hives, red bump on scalp, face, chest, insomnia, stress. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("dislocation of essure coils, migration of essure device location of device: essure coils not visible,/ migration"), haemorrhagic cyst ("hermorrhegic cyst"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. 20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, multiparous, c-section and fibroidectomy. Previously administered products included for birth control: ortho novum in 2006. Concurrent conditions included bee sting, nickel sensitivity, hypertension since 2016, neck pain since 2005 and sleep apnea since 2007. Concomitant products included medroxyprogesterone acetate (depo progevera) from 2006 to 2009 for birth control as well as fluoxetine hydrochloride (prozac) from 2010 to 2011, hydrocodone since 2009, nortriptyline hydrochloride (nortriptylin) since 2007, suboxone from 2005 to 2010, trazodone since 2007, venlafaxine since 2007 and zolpidem tartrate (ambien) since 2007. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), migraine ("migraines"), hormone level abnormal ("hormonal changes"), vision blurred ("blurry vision") and headache ("headaches"). On (B)(6) 2009, the patient experienced vaginal discharge ("abnormal vaginal discharge"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), rash ("rashes"), skin disorder ("skin conditions") and gingival bleeding ("gum bleed"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes / ") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced procedural pain ("following the surgery she suffered a painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), toothache ("tooth pain"), visual impairment ("vision problems"), depression ("depression") with anxiety, scar ("scarring on her abdomen"), abdominal distension ("bloating"), weight increased ("weight gain"), weight decreased ("weight loss"), musculoskeletal chest pain ("rib cage area pain"), gingival pain ("gum hurt"), urticaria ("hives"), rash papular ("red bump on scalp, face, chest"), insomnia ("insomnia") and stress ("stress"). The patient was treated with surgery (on (B)(6) 2016 a hysterectomy was performed.) And surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, haemorrhagic cyst, uterine haemorrhage, vaginal haemorrhage, fibromyalgia, bladder disorder, urinary tract disorder, hormone level abnormal, skin disorder, gastrooesophageal reflux disease, abdominal distension, musculoskeletal chest pain, gingival pain, gingival bleeding, urticaria, rash papular, insomnia and stress outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal discharge, alopecia, fatigue, dysgeusia, toothache, visual impairment, rash, depression, procedural pain, scar, weight increased, weight decreased and headache was resolving and the vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, gingival pain, haemorrhagic cyst, headache, hormone level abnormal, insomnia, menorrhagia, migraine, musculoskeletal chest pain, procedural pain, rash, rash papular, scar, skin disorder, stress, toothache, urinary tract disorder, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: when deployed, there were the following number of coils visible in the uterine cavity: on the left, there was one coil visualized and for the right, no coils were visualized in the uterine cavity. The patient tolerated the procedure well and the hysteroscope was removed from the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed complete tubal occlusion . Us pelvis female transabdominal impression: fibroid uterus. Normal ovaries. The previous hemorrhagic left ovarian follicle has resolved. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, hormone imbalance and menorrhagia and abnormal uterine bleeding extracted from medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("dislocation of essure coils, migration of essure device location of device: essure coils not visible,/ migration"), haemorrhagic cyst ("hermorrhegic cyst"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. 202141717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, multiparous, c-section and fibroidectomy. Previously administered products included for birth control: ortho novum in 2006. Concurrent conditions included bee sting, nickel sensitivity, hypertension since 2016, neck pain since 2005 and sleep apnea since 2007. Concomitant products included medroxyprogesterone acetate (depo progevera) from 2006 to 2009 for birth control as well as fluoxetine hydrochloride (prozac) from 2010 to 2011, hydrocodone since 2009, nortriptyline hydrochloride (nortriptylin) since 2007, suboxone from 2005 to 2010, trazodone since 2007, venlafaxine since 2007 and zolpidem tartrate (ambien) since 2007. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), migraine ("migraines"), hormone level abnormal ("hormonal changes"), vision blurred ("blurry vision") and headache ("headaches"). On (B)(6) 2009, the patient experienced vaginal discharge ("abnormal vaginal discharge"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), rash ("rashes"), skin disorder ("skin conditions") and gingival bleeding ("gum bleed"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes / ") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced procedural pain ("following the surgery she suffered a painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), toothache ("tooth pain"), visual impairment ("vision problems"), depression ("depression") with anxiety, scar ("scarring on her abdomen"), abdominal distension ("bloating"), weight increased ("weight gain"), weight decreased ("weight loss"), musculoskeletal chest pain ("rib cage area pain"), gingival pain ("gum hurt"), urticaria ("hives"), rash papular ("red bump on scalp, face, chest"), insomnia ("insomnia") and stress ("stress"). The patient was treated with surgery (on (B)(6) 2016 a hysterectomy was performed.) And surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, haemorrhagic cyst, uterine haemorrhage, vaginal haemorrhage, fibromyalgia, bladder disorder, urinary tract disorder, hormone level abnormal, skin disorder, gastrooesophageal reflux disease, abdominal distension, musculoskeletal chest pain, gingival pain, gingival bleeding, urticaria, rash papular, insomnia and stress outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal discharge, alopecia, fatigue, dysgeusia, toothache, visual impairment, rash, depression, procedural pain, scar, weight increased, weight decreased and headache was resolving and the vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, gingival pain, haemorrhagic cyst, headache, hormone level abnormal, insomnia, menorrhagia, migraine, musculoskeletal chest pain, procedural pain, rash, rash papular, scar, skin disorder, stress, toothache, urinary tract disorder, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: when deployed, there were the following number of coils visible in the uterine cavity: on the left, there was one coil visualized and for the right, no coils were visualized in the uterine cavity. The patient tolerated the procedure well and the hysteroscope was removed from the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed complete tubal occlusion . Us pelvis female transabdominal impression: fibroid uterus. Normal ovaries. The previous hemorrhagic left ovarian follicle has resolved. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, hormone imbalance and menorrhagia and abnormal uterine bleeding extracted from medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: new pfs received- lot number updated. On 2-oct-2018: upon routine quality monitoring activity, causality assessment for haemorrhagic cyst was amended from related to not related. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("dislocation of essure coils, migration of essure device location of device: essure coils not visible,"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic cyst ("hermorrhegic cyst") in a 40-year-old female patient who had essure (batch no. 20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, multiparous, c-section and fibroidectomy. Previously administered products included for birth control: ortho novum in 2006. Concurrent conditions included bee sting and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo progevera) from 2006 to 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and fibromyalgia ("fibromyalgia"). On the same day, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), migraine ("migraines"), tooth disorder ("dental problems"), hormone level abnormal ("hormonal changes"), vision blurred ("blurry vision") and headache ("headaches"). On (B)(6) 2009, the patient experienced vaginal discharge ("abnormal vaginal discharge"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), rash ("rashes") and skin disorder ("skin conditions"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016, the patient experienced procedural pain ("following the surgery she suffered a painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), toothache ("tooth pain"), visual impairment ("vision problems"), depression ("depression") with anxiety, scar ("scarring on her abdomen"), abdominal distension ("bloating"), weight increased ("weight gain"), weight decreased ("weight loss") and musculoskeletal chest pain ("rib cage area pain"). The patient was treated with surgery (on (B)(6) 2016 a hysterectomy was performed.) And surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, haemorrhagic cyst, vaginal haemorrhage, tooth disorder, fibromyalgia, bladder disorder, urinary tract disorder, hormone level abnormal, skin disorder, gastrooesophageal reflux disease, abdominal distension, vision blurred and musculoskeletal chest pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal discharge, alopecia, fatigue, dysgeusia, toothache, visual impairment, rash, depression, procedural pain, scar, weight increased, weight decreased and headache was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, haemorrhagic cyst, headache, hormone level abnormal, menorrhagia, migraine, musculoskeletal chest pain, procedural pain, rash, scar, skin disorder, tooth disorder, toothache, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: when deployed, there were the following number of coils visible in the uterine cavity: on the left, there was one coil visualized and for the right, no coils were visualized in the uterine cavity. The patient tolerated the procedure well and the hysteroscope was removed from the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed complete tubal occlusion. Us pelvis female transabdominal impression: fibroid uterus. Normal ovaries. The previous hemorrhagic left ovarian follicle has resolved. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, hormone imbalance and menorrhagia and abnormal uterine bleeding extracted from medical records. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records :hormonal changes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, hysterectomy (full), autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: essure coils not visible, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: bloating, hair loss, pain, oophorectomy (bilateral removal of ovaries), psychological or psychiatric problems condition: depression, rashes or skin conditions, vaginal discharge, vision/eye problems type: blurry, worsening, weight gain / loss, other injury(ies) or complication (s) please describe: gerd and abnormal uterine bleeding added as events. On 28-feb-2018: medical records received : reporter information received. Follow up 3 and 4 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and dislocation of essure coils and abnormal bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 6 years and 8 months after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the event dislocation of essure coils was considered related to essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.